Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-03232. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end to mid left anterior descending artery. It was observed during the procedure that a popping sound was heard from the rota console then rotation speed was unable to increase. The physician then removed the 1.5m rotablator rotalink burr. It was noted that the 1.5mm rotalink burr tested fine outside the patient. However, regurgitation occurred in intravenous line of the burr, and it was observed that the burr was lodged at approximately 5cm short of the guiding catheter. The burr was successfully removed together with the rota wire as a unit. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is stable.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by manufacturer: a visual examination identified a guidewire was returned inserted in the plus unit. The guidewire could not be removed from the catheter unit. Blood was noted throughout the catheter sheath. A tug test was performed to examine the integrity of the connection and no issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus was disconnected and a large amount of blood was noted at the connection point. The advancer unit was dismantled and a melted ultem was evident. Blood was noted on the advancer turbine, indicating insufficient saline was used during the procedure. The burr was microscopically examined and was found to be within specification. The annulus of the burr was not within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A melted ultem is due to the interruption of saline or by insufficient flow of saline. The directions for use states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." Therefore, the root cause is user error related. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03232. It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end to mid left anterior descending artery. It was observed during the procedure that a popping sound was heard from the rota console then rotation speed was unable to increase. The physician then removed the 1.5m rotablator rotalink burr. It was noted that the 1.5mm rotalink burr tested fine outside the patient. However, regurgitation occurred in intravenous line of the burr, and it was observed that the burr was lodged at approximately 5cm short of the guiding catheter. The burr was successfully removed together with the rota wire as a unit. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is stable.